Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with missing segments on the display window, problem isolated to display window board. Unable to prime during the prime test due to loose drive support disk.